Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that an occlusion alarm occurred. The occlusion was found to be within the cartridge. Reportedly, the customer was using humalin insulin with the pump. Tandem customer technical support informed customer that humalin insulin is off-label per the user guide. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer¿s blood glucose level.